Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal tsc troubleshooting process. A review of the source device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. The database showed no quality notification/s were opened for the source device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was not returned for the servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
Case ID: (B)(4). Case status: open. Summary: 8120 13-1033-139 error. Case notes: problem description - (B)(6) 2018 05:23:06 (B)(4). 8120 sn: (B)(4). 13-1033-139 error. Bio med flashed unit and error still occurring. Recommend to calibrate and do a pm on unit to see if error will clear. Lastly replace logic bd. Gave part number to logic bd. (B)(4).